Event description:
It has been reported that the patient experienced a bone loss. Sinus lift was performed at tooth site 16 and there was dehiscence. Bone regeneration was necessary as there was bone loss and loss of the membrane. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, h2, h6, h10. Received data: it was communicated that the patient was not a smoker, had no bruxism and had a good oral hygiene, and that the patient had a strongly atrophied denture. A complaint extract was done regarding medical : bone resorption: 1 complaint (1 product), this one included, has been recorded on endobon® xenograft granules large particle 8.0ml, reference roxlg80, from (B)(6) 2018 to (B)(6) 2021. The device will not be returned to the manufacturer. Therefore it will not be analyzed with the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: copios membrane ref (B)(4) lot nza18490169. Report source, foreign - event occurred in (B)(6). The device manufacturing quality record could not been reviewed as the lot number was not correct. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that the patient experienced a bone loss. Sinus lift was performed at tooth site 16 and there was dehiscense. Bone regeneration was necessary as there was bone loss and loss of the membrane. No additional patient consequences were reported.